Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius regional equipment specialist (res). To resolve the reported issues, the res replaced the bibag interface board and cable and the actuator board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius res identified the connection between the bibag interface board and cable to be burned and melted and the actuator cable also appeared to be charred. Therefore, the complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a burning smell was coming from a fresenius 2008t hemodialysis (hd) machine. A remote service technician was called onsite and found the connection between the bibag interface board and cable to be burned and melted. The actuator cable also appeared to be charred. The technician did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning and melting found on the bibag interface board and cable and actuator cable. There was no damage observed on any other components, or any other additional issues, associated with the burned and melted parts. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 923 hours and the parts were original to the machine. The bibag interface board and cable and the actuator board were replaced, which resolved the issues. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The biomed stated that the parts are available to be returned to the manufacturing plant for evaluation.